Event description:
It was reported that the patient had ineffective therapy due to auto-reducing. As a result, surgical intervention was undertaken on (B)(6) 2026 where the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Attempts to obtain required patient information (weight) was unsuccessful. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.